Manufacturer narrative:
A field service engineer (fse) was dispatched, and it was reported that the printed circuit board (pcb) switch was replaced, and the button is now functioning as designed. The fse noted that all testing passed; the system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an accept button that was not working. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had an accept button that was not working. It was reported that the green check accept button was not working. Onsite service was requested. Investigation ongoing / resolution pending.